Manufacturer narrative:
The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 411379 was performed. The file sample evaluation testing met all validity and acceptance criteria. All replicates did not show any error codes or flags and were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of false negative results. As a result, the product file sample evaluation for the alinity m hr hpv amp kit (list 09n15-090) lot 411379 received a disposition of pass. Customer data review: the customer result logs attached to the ticket were reviewed. All negative tests exhibited no amplification above the background threshold, and all positive tests produced amplification signal above the background threshold with normal sigmoidal pattern. Quality data review: device history record (DHR) review review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 411379 (including components) did not identify any issues which could result in the reported complaint. No issues or records related to the reported complaint were found that would indicates any issues which could have led to the reported complaint. The quality control (qc) amp kit master lot testing for alinity m hr hpv amp kit (list 09n15-090) lot 411379 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lots 411379, 411376 & 411374. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the case being investigated which reported discrepant false negative results while using alinity m hr hpv amp kit (list 09n15-090) lot 411379. The lot specific complaint history review did not identify any additional complaints related to the reported issue for the alinity m hr hpv amp kit (list 09n15-090) lot 411379. Complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 411379 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported false not detected on the alinity m high risk (hr) hpv amp kit. Sample ID (sid) (B)(6) was aliquot by alinity mp and processed on alinity m instrument. The sample was invalid due to not enough consumables during the run. On (B)(6) 2025, sid (B)(6) was previously aliquot by alinity mp was processed again on alinity m instrument. The result was not detected with cycle threshold (CT) number 34.37 for other hpv a. The customer confirmed that during the repeated run, the tube was not vortexed before loading on the alinity m instrument. On (B)(6) 2025 by mistake, lab technician ran the same sid (B)(6), but this time the aliquot was done manually. The result was reported as detected for other hpv a. To be sure about the result, the customer repeated the sample on (B)(6) 2025, and the result was reported as detected for other hpv a. There was no impact to patient management. Detected for other hpv a was reported outside of the lab.